Event description:
It was reported that the ilet screen became stuck on the dexcom sensor information page with no visible navigation controls to exit, preventing normal operation; blood glucose at the time was 189 mg/dl, and the device was replaced, with the affected unit identified by serial number (B)(6) and the implicated component being the touchscreen; the device problem was characterized as a fracture affecting the display interface. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included interviews with the user and analysis of information provided by the user. Investigation of this case revealed a stress-related problem associated with the touchscreen consistent with a fracture condition. It was concluded, based on previously established findings for similar reports, that the cause was traced to user.

Manufacturer narrative:
Manufacturer review determined that the reported event is consistent with a previously identified and well-characterized failure mode that has been documented in prior complaints and investigations for this device. The failure mechanism and associated potential harms are already known and have been evaluated through earlier investigations. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.